Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Event description:
It was reported that sometime post port placement procedure, the guidewire allegedly unwrapped during the removal by puncture in right clavicula. It was further reported that the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard MRI implantable port, one catheter, one tunneler, one peeled side of a peel-apart sheath, one j-tip guide wire, one guide wire hoop, one straight non-coring needle, one vein pick, one winged infusion set, and one flushing connecter and three electronic photos were returned for evaluation. Gross, microscopic visual and tactile evaluation were performed. The investigation is confirmed for the reported stretched and identified deformation issues as a center portion of the guidewire was uncoiled. Bends were noted throughout the j-tip guidewire and the distal end was noted to be twisted. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded were not found out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometimes post port placement procedure, the guidewire allegedly unwrapped during the removal by puncture in right clavicula. It was further reported that the device was removed. There was no reported patient injury.